Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's child reported via phone call of high blood glucose of 400mg/dl and the pump alarmed no delivery. The customer treated with insulin. Customer indicated that they were able to clear the alarm and rewind the pump. Customer indicated that the cannula was straight and they previously ordered a new pump which they have not received as of yet. Customer declined further high blood glucose troubleshooting. No further assistance was necessary.